Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided. Implant date (2021 reports): if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was damaged when put inside the patient's right eye. Additional information received confirmed that the damage to the lens was a scratch on it as noted by the surgeon. The event was observed after the insertion and the lens was removed and replaced with another lens of same model. There was no patient injury and no medical or surgical interventions were required. No further information was available.